Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that cannula is found bent upon removal from infusion site event on (B)(6) 2025. The customer noticed symptoms within three hours of insertion. The infusion site was located on the abdomen, and the patient confirmed they regularly rotate their site location. The patient indicated that the site area was not impacted in any way. No further information available.